Event description:
This AED was used in a training session. The AED was connected to a rhythm simulator and defibrillation shocks were administered as required. The AED short circuited the high voltage circuitry on the 21st defibrillation shock. Determination of the root cause for the short circuit is ongoing. No pt involvement.